Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding(vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and cystitis interstitial ("infection bladder/urinary tract/ vaginal :interstitial cystitis") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease, dysmenorrhea, multi gravida and multiparous. Concurrent conditions included polymenorrhoea, dysfunctional uterine bleeding, recurrent uti, hematuria, bladder pain, numbness throat, dysuria, urgency urination, arthritis, fatigue, kidney stone, fallopian tube cyst, weakness and uterine fibroid. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge").in (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhoea/ dysmenorrhoea(cramping)"), dyspareunia ("dyspareunia (painful intercourse)"), migraine ("migraines"), dysgeusia ("a metallic taste in her mouth/ other injury or complications please describe : metal taste"), abdominal distension ("gastrointestinal or digestive system :type bloating"), headache ("headaches"), hypersensitivity ("allergic or hypersensitivity reaction-type heightened allergies"), bladder disorder ("bladder disorder"), urinary tract disorder ("bladder or urinary problems or changes urinary tract disorder"), alopecia ("hair loss") and amnesia ("neurological problems :type- memory loss"). In 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), feeling abnormal ("brain fog"), cystitis interstitial (seriousness criterion medically significant), vaginal infection ("infection(bladder/urinary tract /vaginal)-type:vaginal discharge") and arthralgia ("front hip pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy and novasure ablation (failed ablation) on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and fatigue had resolved, the vaginal haemorrhage and menorrhagia had not resolved, the genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dysgeusia, feeling abnormal, cystitis interstitial, vaginal infection, abdominal distension, hypersensitivity, bladder disorder, urinary tract disorder, alopecia, amnesia, arthralgia and vaginal discharge outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, cystitis interstitial, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Coils are causing my symptoms. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, pain during intercourse, abdominal pain. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs received. Event: vaginal discharge and abnormal bleeding (general) were added. Event verbatim were updated as painful menstrual cycles/dysmenorrhoea/(cramping). Outcome of event menorrhagia and vaginal bleeding as not recovered/not resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('heavy vaginal bleeding / abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and cystitis interstitial ('infection bladder/urinary tract/ vaginal :interstitial cystitis') in an adult female patient who had essure (batch no. 788034) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease, dysmenorrhea, multi gravida, multiparous, upper respiratory tract infection, conjunctivitis, rhinitis, hirsutism, acne, endometrial ablation, menstrual disorder, pap smear abnormal, lymphoid tissue hyperplasia, low back pain and cystitis interstitial. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included polymenorrhoea, dysfunctional uterine bleeding, recurrent uti, hematuria, bladder pain, numbness throat, dysuria, urgency urination, arthritis, fatigue, kidney stone, fallopian tube cyst, weakness, uterine fibroid, malaise, anxiety, urinary frequency, yeast vaginitis, cystitis interstitial, acute tonsillitis, swelling nos, sore throat, multiple allergies, rhinitis, trigger finger, anemia, stomach discomfort, tooth infection, ear pain, congestion nasal, cough, shortness of breath, culture throat, daytime sleepiness, aching in knees, sinusitis, post coital bleeding, redness of eyes, eye discharge, fever, breast tenderness, gastritis, pharyngitis, insomnia, myalgia upper extremities, cervicalgia, pain in thoracic spine, micromastia, hematoma, hypoaesthesia, scar, abdominal obesity, diastasis recti abdominis, difficulty in walking, nausea, pain in joint, chondromalacia of patella, knee pain (pain is in both knees, throughout the knees.), urinary frequency, incomplete bladder emptying and white blood cells urine positive. Concomitant products included amoxicillin trihydrate (amoxil), cetirizine hydrochloride (zyrtec), ciprofloxacin hydrochloride;dexamethasone (cipro d), diazepam (dizepam), diphenhydramine hydrochloride, fexofenadine hydrochloride (allegra), fluticasone, fluticasone propionate (flonase allergy relief), ibuprofen, ibuprofen (motrin), iron, omeprazole, oxymetazoline hydrochloride (claritin allergic), paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium), sertraline, sulfamethoxazole;trimethoprim (bactrim) and vitamins nos (multivitaminum). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhoea/ dysmenorrhoea(cramping)"), dyspareunia ("dyspareunia (painful intercourse)"), migraine ("migraines"), dysgeusia ("a metallic taste in her mouth/ other injury or complications please describe : metal taste"), abdominal distension ("gastrointestinal or digestive system :type bloating"), headache ("headaches"), hypersensitivity ("allergic or hypersensitivity reaction-type heightened allergies"), bladder disorder ("bladder disorder"), urinary tract disorder ("bladder or urinary problems or changesurinary tract disorder"), alopecia ("hair loss") and amnesia ("neuroligical problems :type- memory loss"). In 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), feeling abnormal ("brain fog"), cystitis interstitial (seriousness criterion medically significant), vaginal infection ("infection(bladder/urinary tract /vaginal)-type:vaginal discharge") and arthralgia ("front hip pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy and novasure ablation (failed ablation) on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and fatigue had resolved, the vaginal haemorrhage and menorrhagia had not resolved, the genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dysgeusia, feeling abnormal, cystitis interstitial, vaginal infection, abdominal distension, hypersensitivity, bladder disorder, urinary tract disorder, alopecia, amnesia, arthralgia and vaginal discharge outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, cystitis interstitial, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Coils are causing my symptoms. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: bilateral tubal occlusion. Pathology test - on (B)(6) 2016: mid-secretory endometrium. Left fallopian tube with multiple benign serous cysts. Ultrasound pelvis - on an unknown date: hyper vascularity seen associated with the right ovary. This of uncertain etiology. This may be a normal appearance to the patient. No however that early pelvic inflammatory disease could have a similar appearance. No distal urinary tract calculus or obstruction. Normal appendix. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, pain during intercourse, abdominal pain,abnormal bleeding, fatigue, dysmenorrhea, menorrhagia, low back pain, arthritis most recent follow-up information incorporated above includes: on 6-aug-2019: mr received: reporter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('heavy vaginal bleeding / abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and cystitis interstitial ('infection bladder/urinary tract/ vaginal :interstitial cystitis') in an adult female patient who had essure (batch no. 788034 - not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease, dysmenorrhea, multi gravida, multiparous, upper respiratory tract infection, conjunctivitis, rhinitis, hirsutism, acne, endometrial ablation, menstrual disorder, pap smear abnormal, lymphoid tissue hyperplasia, low back pain and cystitis interstitial. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included polymenorrhoea, dysfunctional uterine bleeding, recurrent uti, hematuria, bladder pain, numbness throat, dysuria, urgency urination, arthritis, fatigue, kidney stone, fallopian tube cyst, weakness, uterine fibroid, malaise, anxiety, urinary frequency, yeast vaginitis, cystitis interstitial, acute tonsillitis, swelling nos, sore throat, multiple allergies, rhinitis, trigger finger, anemia, stomach discomfort, tooth infection, ear pain, congestion nasal, cough, shortness of breath, culture throat, daytime sleepiness, aching in knees, sinusitis, post coital bleeding, redness of eyes, eye discharge, fever, breast tenderness, gastritis, pharyngitis, insomnia, myalgia upper extremities, cervicalgia, pain in thoracic spine, micromastia, hematoma, hypoaesthesia, scar, abdominal obesity, diastasis recti abdominis, difficulty in walking, nausea, pain in joint, chondromalacia of patella, knee pain (pain is in both knees, throughout the knees.), urinary frequency, incomplete bladder emptying, white blood cells urine positive, asthma, eustachian tube dysfunction and diarrhoea. Concomitant products included amoxicillin trihydrate (amoxil), cetirizine hydrochloride (zyrtec), ciprofloxacin hydrochloride;dexamethasone (cipro d), clarithromycin (macrobid), diazepam (dizepam), diphenhydramine hydrochloride, fexofenadine hydrochloride (allegra), fluticasone, fluticasone propionate (flonase allergy relief), ibuprofen, ibuprofen (motrin), iron, omeprazole, oxymetazoline hydrochloride (claritin allergic), paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium), sertraline, sulfamethoxazole;trimethoprim (bactrim) and vitamins nos (multivitaminum). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhoea/ dysmenorrhoea(cramping)"), dyspareunia ("dyspareunia (painful intercourse)"), migraine ("migraines"), dysgeusia ("a metallic taste in her mouth/ other injury or complications please describe : metal taste"), abdominal distension ("gastrointestinal or digestive system :type bloating"), headache ("headaches"), hypersensitivity ("allergic or hypersensitivity reaction-type heightened allergies"), bladder disorder ("bladder disorder"), urinary tract disorder ("bladder or urinary problems or change urinary tract disorder"), alopecia ("hair loss") and amnesia ("neuroligical problems :type- memory loss"). In 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), feeling abnormal ("brain fog"), cystitis interstitial (seriousness criterion medically significant), vaginal infection ("infection(bladder/urinary tract /vaginal)-type:vaginal discharge") and arthralgia ("front hip pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy and novasure ablation (failed ablation) on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and fatigue had resolved, the vaginal haemorrhage had not resolved, the genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dysgeusia, feeling abnormal, cystitis interstitial, vaginal infection, abdominal distension, hypersensitivity, bladder disorder, urinary tract disorder, alopecia, amnesia, arthralgia and vaginal discharge outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, cystitis interstitial, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Coils are causing my symptoms. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: bilateral tubal occlusion. Pathology test - on (B)(6) 2016: mid-secretory endometrium. Left fallopian tube with multiple benign serous cysts.. Ultrasound pelvis - on an unknown date: hyper vascularity seen associated with the right ovary. This of uncertain etiology. This may be a normal appearance to the patient. No however that early pelvic inflammatory disease could have a similar appearance. No distal urinary tract calculus or obstruction. Normal appendix. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, pain during intercourse, abdominal pain,abnormal bleeding, fatigue, dysmenorrhea, menorrhagia, low back pain, arthritis most recent follow-up information incorporated above includes: on 25-nov-2019: plaintiff fact sheet received. Outcome of event menorrhagia were updated. Reporter information were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and vaginal haemorrhage ("heavy vaginal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced cystitis interstitial ("interstitial cystitis"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and amnesia ("memory loss"). In (B)(6) 2011, the patient experienced dysgeusia ("a metallic taste in her mouth") and abdominal distension ("bloating"). On an unknown date, the patient experienced pelvic pain and vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), fatigue ("fatigue"), migraine ("migraines"), feeling abnormal ("brain fog"), menorrhagia ("menorrhagia"), headache ("headaches"), hypersensitivity ("hypersensitivity reaction/heightened allergy"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and arthralgia ("front hip pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (had an ablation after essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and fatigue had resolved, the vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dysgeusia, feeling abnormal, menorrhagia, cystitis interstitial, vaginal discharge, abdominal distension, hypersensitivity, bladder disorder, urinary tract disorder, alopecia, amnesia and arthralgia outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, cystitis interstitial, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Coils are causing my symptoms. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: events menorrhagia, bladder infection, vaginal discharge, bloating, headaches, hypersensitivity reaction, bladder disorder, urinary tract disorder, hair loss, memory loss, front hip pain were added. Reporter, lab data added. Outcome of the events were updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), vaginal haemorrhage ('heavy vaginal bleeding / abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and cystitis interstitial ('infection bladder/urinary tract/ vaginal :interstitial cystitis') in an adult female patient who had essure (batch no. 788034 - not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease, dysmenorrhea, multi gravida, multiparous, upper respiratory tract infection, conjunctivitis, rhinitis, hirsutism, acne, endometrial ablation, menstrual disorder, pap smear abnormal, lymphoid tissue hyperplasia, low back pain and cystitis interstitial. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included polymenorrhoea, dysfunctional uterine bleeding, recurrent uti, hematuria, bladder pain, numbness throat, dysuria, urgency urination, arthritis, fatigue, kidney stone, fallopian tube cyst, weakness, uterine fibroid, malaise, anxiety, urinary frequency, yeast vaginitis, cystitis interstitial, acute tonsillitis, swelling nos, sore throat, multiple allergies, rhinitis, trigger finger, anemia, stomach discomfort, tooth infection, ear pain, congestion nasal, cough, shortness of breath, culture throat, daytime sleepiness, aching in knees, sinusitis, post coital bleeding, redness of eyes, eye discharge, fever, breast tenderness, gastritis, pharyngitis, insomnia, myalgia upper extremities, cervicalgia, pain in thoracic spine, micromastia, hematoma, hypoaesthesia, scar, abdominal obesity, diastasis recti abdominis, difficulty in walking, nausea, pain in joint, chondromalacia of patella, knee pain (pain is in both knees, throughout the knees.), urinary frequency, incomplete bladder emptying and white blood cells urine positive. Concomitant products included amoxicillin trihydrate (amoxil), cetirizine hydrochloride (zyrtec), ciprofloxacin hydrochloride;dexamethasone (cipro d), diazepam (dizepam), diphenhydramine hydrochloride, fexofenadine hydrochloride (allegra), fluticasone, fluticasone propionate (flonase allergy relief), ibuprofen, ibuprofen (motrin), iron, omeprazole, oxymetazoline hydrochloride (claritin allergic), paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium), sertraline, sulfamethoxazole;trimethoprim (bactrim) and vitamins nos (multivitaminum). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhoea/ dysmenorrhoea(cramping)"), dyspareunia ("dyspareunia (painful intercourse)"), migraine ("migraines"), dysgeusia ("a metallic taste in her mouth/ other injury or complications please describe : metal taste"), abdominal distension ("gastrointestinal or digestive system :type bloating"), headache ("headaches"), hypersensitivity ("allergic or hypersensitivity reaction-type heightened allergies"), bladder disorder ("bladder disorder"), urinary tract disorder ("bladder or urinary problems or changesurinary tract disorder"), alopecia ("hair loss") and amnesia ("neuroligical problems :type- memory loss"). In 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), feeling abnormal ("brain fog"), cystitis interstitial (seriousness criterion medically significant), vaginal infection ("infection(bladder/urinary tract /vaginal)-type:vaginal discharge") and arthralgia ("front hip pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy and novasure ablation (failed ablation) on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and fatigue had resolved, the vaginal haemorrhage and menorrhagia had not resolved, the genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dysgeusia, feeling abnormal, cystitis interstitial, vaginal infection, abdominal distension, hypersensitivity, bladder disorder, urinary tract disorder, alopecia, amnesia, arthralgia and vaginal discharge outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, cystitis interstitial, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Coils are causing my symptoms. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: bilateral tubal occlusion. Pathology test - on (B)(6) 2016: mid-secretory endometrium. Left fallopian tube with multiple benign serous cysts. Ultrasound pelvis - on an unknown date: hyper vascularity seen associated with the right ovary. This of uncertain etiology. This may be a normal appearance to the patient. No however that early pelvic inflammatory disease could have a similar appearance. No distal urinary tract calculus or obstruction. Normal appendix. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, pain during intercourse, abdominal pain,abnormal bleeding, fatigue, dysmenorrhea, menorrhagia, low back pain, arthritis. Most recent follow-up information incorporated above includes: on 19-aug-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), back pain ("lower back pain"), fatigue ("fatigue"), migraine ("migraines"), dysgeusia ("a metallic taste in her mouth") and feeling abnormal ("brain fog"). The patient was treated with surgery (to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, back pain, fatigue, migraine, dysgeusia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.